Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 had a bad rail. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had a bad rail. The field service engineer (fse) noted that drawer 5 was difficult to open and close. The drawer was removed from the station, and it was found that both rails needed to be replaced. The fse replaced both the rails and returned the drawer to the station. The customer verified that drawer 5 was functioning normally. The system functioned as intended after field service engineer repaired the device.